Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the narcotic pill fell underneath. A field service engineer (fse) stated that in drawer 1.2 enhanced half height cubie drawer, a pill had slipped out of its package and fallen between the tray and the side wall of the drawer. Fse removed the pockets and trays to retrieve the pill and then tested the system using both the hardware test application and the dispensing application, with all tests completed successfully. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the nurse was removing a narcotic from the cubie when the package torn, causing the pill flew out and fall underneath the running board of b5 in drawer aux 1.2. However, there were no delays or adverse events or injuries reported based on this event.